Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, ding and scratches were noticed throughout the shaft of the device. Also noticed, was a deep gash near the distal end of the device. The 5mm peek multifunction handle failed the insulation integrity test. The probable root cause/s could be user mishandling, user excessive force or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.